Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic monitoring procedure, the pressure monitoring set was found to be leaking around the septum. A new device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint was confirmed. The root cause could not be determined, however it is likely that significant force was applied to the device, causing it to crack. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.